Event description:
It was reported by a sales rep on 8/2/2007 that during a minimally invasive surgery performed for lumbar fusion in 2007, the instrument was worn, slipped off the sleeve and would not grip anymore. The next month, upon analysis of the returned device. Abbott became aware that the tips of the instrument were bent. The surgeon completed the case as intended with another forceps. There was extension of surgery by 10 minutes. There was no reported injury to the pt.

Manufacturer narrative:
A review of the device history records (DHR) shows that the instrument met specifications. The visual inspection revealed that the instrument is bent at the screw and the tips of the instrument do not line up. A functional test indicates that the instrument does not move smoothly. The investigation concluded that the instrument is bent from normal use. No other discrepancies were identified.